Event description:
It has been reported to philips that the system failed to boot up. It froze at the philips logo screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was stuck during startup, patients were rescheduled to other rooms. It was reported that the system failed to boot and froze at the philips logo screen. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the suite pc showed a failed status due to a hard drive boot-up issue. Fse reseated and rewired the hard drive. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.